Event description:
It was reported that a 62-year-old caucasian female patient underwent a breast augmentation revision surgery with implantation of a 250cc mentor smooth round moderate profile saline breast implant prosthesis. Post-operatively, the patient was diagnosed with a deflated left breast implant during a physical exam with a medical professional. As a result, the patient underwent bilateral removal and replacement with undisclosed mentor memorygel breast implants on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 04, the mentor analysis lab received the suspect medical device for evaluation. On november 10, 2022, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection of the device. Visual analysis of the returned sample revealed that the breast implant had a crease/fold extended from the posterior view to the anterior view. In addition, a tear was found within the crease/fold on the posterior view, measuring approximately 0.2 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 27, 2023, mentor was notified that the patient underwent bilateral replacement with 255cc mentor memorygel breast implants. Manufacturer¿s reference number: (B)(4).